Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been hospitalized for high blood glucose. She stated that her alerted her that her battery was low. She did not have batteries at the time and went to get some but said the pump was giving her problems. The customer called in to troubleshoot and was able to get the pump working and said that the next day the screen would not light up so she inserted a new battery. She said that it did not help. The customer had to call ems to take her to the ER on (B)(6) 2017. Her blood glucose was over 600 mg/dl and she was admitted. The reason she was admitted was because of high blood glucose. While there, the customer was treated with an insulin drip and saline solution. She was not wearing the pump at the time of the hospitalization and stated that she was off the pump greater than 48 hours prior to the hospitalization. During troubleshooting for blank display, the customer stated that the pump was not blank less than 30 seconds and that it was currently blank. She declined to continue troubleshooting because she did not have the pump right there with her. She is still hospitalized. She was advised that the pump needed to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: insulin pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump monitored for several days and no blank display noted. The battery tube connector plugged in properly during visual inspection. However, pump received with a high sleep current measurement, problem isolated to the pcb 2. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.